Event description:
Note: this report pertains to one of seven devices used during the procedure. Refer to MFR report #s: 3005099803-2008-05467, 3005099803-2008-05470, 3005099803-2008-05471, 3005099803-2008-05472, 3005099803-2008-05473, and 3005099803-2008-05469 for details regarding the additional six devices. In 2008, it was reported to boston scientific corporation that a resolution clip hemostasis device was used during a colonoscopy procedure, performed two days prior. According to the complainant, the user experienced difficulty with deploying the device ("did not deploy, " "deployed prematurely", or "did not properly hang"). There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the device has been disposed and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.